Manufacturer narrative:
(Device) problem code grid and evaluation results code grid updated to reflect the investigation.

Event description:
It was reported to philips that during a training session the therapy button would not operate. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.